Event description:
The stryker micro sagittal saw was sent in for eval due to overheating. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated during performance testing. Visual examination revealed corrosion damage to the motor cartridge and worn/damaged bearing, press plug and blade mount assembly. The damaged parts were replaced and the device was repaired and returned to the customer.